Event description:
The patient reported experiencing frequent e4 (occlusion) errors since 2009. Four months, the patient's blood glucose measured over 30 mmol/l (540 mg/dl) and she was unable to clear the e4 error. She changed the infusion set and insulin cartridge and the infusion device functioned properly. The patient stated that her doctor does not prescribe new insulin cartridges for her and she reuses them. Her normal blood glucose level is 7-8 mmol/l (126-144 mg/dl). No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set and insulin cartridge were requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplement report.